Event description:
Customer states this lot of tubes are giving issues; some of them are not separating from the gel barrier [article 1] and others are but causing the serum to hemolysis within the hours [article 2]. All of the tubes in provided photos were spun multiple times yet the barrier remains at the bottom/halfway of the tube. There were at least 5 ss showing this behavior. The occurrences were with different patients. The patients had no known medical conditions from their end. The centrifuge in use is the drucker 642e. The customer advised the centrifuge is the drucker 642e and it is set to spin for 15 minutes at 3380rpm (±100rpm) [1600 rcf]. Ss tubes are inverted 5 times after collection. Samples are allowed to sit in upright position for at least 15 minutes at 3380rpm (±100rpm) [1600 rcf]. Ss tubes are inverted 5 times after collection. Samples are allowed to sit in upright position for at least 30 minutes but not longer than an hour. When asked if the hemolysis occurred after the initial centrifuging or after the samples were spun multiple times, the customer advised no, serum appeared yellow in color after first centrifuge (and after subsequent trials) however, with serum in contact with rbcs it became red easily. Fortunately, patients had transfer collections and no need for recollection. As known, when the tube is re-centrifuged, the red cells re-mix with the serum and this may affect sample integrity including causing hemolysis.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained. Samples for evaluation have only recently been received and were forwarded to the supplier, where we purchase the product from. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Received 1 rack and 4 loose tubes of 455071p/c220334t for evaluation. Received one loose 455071p/b2204337 tube, which is unrelated to the complaint. Received customer pictures. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint, customer photos and samples to our affiliated headquarters in brazil from which we receive this product. According to their investigation and comments, a review of production documentation did not reveal any deviations which could be associated with the complained errors. Retain samples were tested with regard to draw volume, additive concentration, and correct assembly. All parameters remained within the +/- 10% tolerance range. Additionally, customer samples were also evaluated, and no deviations were noted. The alleged malfunction cannot be confirmed. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.